Event description:
Surgeon stated pain, limited opening, inflammation and swelling. The device did contribute to the reason for the explant due to the condylar portion being worn. The surgeon did replace the explanted devices with metal headed condyles. The pathology report states right and left scar tissue with foreign body reaction.